Event description:
The customer was hospitalized for high bgs. It was stated that bgs were high all day and the set was not changed. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol.